Event description:
It was reported that a patient is scheduled for botox injections in (B)(6) 2025 due to a lack of effect from the device. The doctor has tried many different medications, but they have not helped. The patient was looking for better results, despite having improved dysfunctional voiding symptoms. Stimulation was adjusted. It was felt and faded. Additionally, the patient reported a wire was coming out of the skin after 2 weeks post op and had a revision on (B)(6) 2025. The patient is anticipated to see the physician in (B)(6) but has not confirmed the appointment. It was further reported that the patient's symptoms improved, and the patient does not have any upcoming appointments with their provider.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Date of event (b3) is an estimated date.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Date of event (b3) is an estimated date.

Event description:
It was reported that a patient is scheduled for botox injections in (B)(6) 2025 due to a lack of effect from the device. The doctor has tried many different medications, but they have not helped. The patient was looking for better results, despite having improved dysfunctional voiding symptoms. Stimulation was adjusted. It was felt and faded. Additionally, the patient reported a wire was coming out of the skin after 2 weeks post op and had a revision on (B)(6) 2025. The patient is anticipated to see the physician in (B)(6) but has not confirmed the appointment.

Event description:
It was reported that the patient experienced a lack of sustained device effectiveness, and the incision opened due to the integrity of the sutures. The patient received botox injections in (B)(6) 2025. Stimulation was adjusted and initially felt, including sensation in the vaginal area, but faded over time. The patient reported some improvement in symptoms but continued to experience concerns, including needing to push to void, leakage after voiding when bending over or sitting, and additional urinary leakage and bowel issues, including constipation. The patient also reported a possible blocked urethra with no significant improvement despite multiple medication trials by the doctor. Although dysfunctional voiding symptoms showed some improvement, the patient was seeking better overall results due to limited benefit from the device.

Manufacturer narrative:
UDI for concomitant product, neurostimulator: (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of constipation, dehiscence, incontinence, fecal, incontinence, urinary, undesired sensations, non-target stimulation area and urinary retention were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced a lack of sustained device effectiveness, and the incision opened due to the integrity of the sutures. The patient received botox injections in (B)(6) 2025. Stimulation was adjusted and initially felt, including sensation in the vaginal area, but faded over time. The patient reported some improvement in symptoms but continued to experience concerns, including needing to push to void, leakage after voiding when bending over or sitting, and additional urinary leakage and bowel issues, including constipation. The patient also reported a possible blocked urethra with no significant improvement despite multiple medication trials by the doctor. Although dysfunctional voiding symptoms showed some improvement, the patient was seeking better overall results due to limited benefit from the device. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Date of event (b3) is an estimated date.

Manufacturer narrative:
Product code (d2b) - additional product code qon UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 date of event (b3) is an estimated date.

Event description:
It was reported that a patient is scheduled for botox injections in(B)(6) 2025 due to a lack of effect from the device. The doctor has tried many different medications, but they have not helped. The patient was looking for better results, despite having improved dysfunctional voiding symptoms. Stimulation was adjusted. It was felt and faded. Additionally, the patient reported a wire was coming out of the skin after 2 weeks post op and had a revision on (B)(6) 2025. The patient is anticipated to see the physician in august but has not confirmed the appointment. The patient's symptoms improved, and the patient does not have any upcoming appointments with their provider. The patient further reported to the doctor that they might have had a blocked urethra and indicated that there had been no improvement. They stated that they had to push to void and experienced leaking after a void when bending over or sitting down. The patient also reported issues with leakage and bowel problems, including some constipation. Stimulation had been adjusted, and the patient felt stimulation in the vaginal area, although it faded over time.